Manufacturer narrative:
No service was dispatched for this event. No other information is available for this event.

Event description:
A customer contacted beckman coulter inc., (bci) stating that they received bottles of leaking act 5diff wbc lyse. Customer was wearing ppe at the time of this event. There was no exposure of the chemical to open lesions or mucous membranes; there was no skin or eye contact. Medical attention was not required.